Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was not displaying an image at all due to a faulty cable. Additionally, the main body of the camera head was damaged, and the electrical connector contact had discoloration present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd camera head due to a blurring image issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was not displaying an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the blurred images was water intrusion into the image pickup component and the inside of the cable due to liquid intrusion from the damaged part of the cable or body. The inside flooding of the image pickup parts and cables was confirmed. The cause of the damage to the camera head could not be identified. The event could have been prevented by following the operation instructions in ch-s190-08-lb which states: "endoscopic images may disappear unexpectedly or freeze may not be released during the examination. - do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage. - do not hit or drop the product. Failure to do so may cause the internal electric circuit of the product to be damaged due to water leakage. - the video connector should be connected to the video system center in a well-dried condition, including the electrical contact point. Also, make sure that the electrical contacts are clean before connecting. Using the product with wet or dirty electrical contacts may cause the device to malfunction or fail. - when stretching the camera cable straight, a portion of the camera cable may be looped approximately 10cm or less. When a loop of about 10cm or less occurs, do not pull the camera cable forcibly, release the loop while rotating the camera head, and gradually stretch it straight. Forcibly pulling the loop may apply strong force to the camera cable, resulting in disconnection of the camera cable. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. - when wiping the outside surface of the camera cable, do not use a strong force on the camera cable. Otherwise, the camera cable may be broken. - keep the camera head in place of the camera cable during use to manipulate the endoscope. Otherwise, the camera cable may be broken. - do not secure the camera cable with amps, etc. Otherwise, the camera cable may be broken." Olympus will continue to monitor field performance for this device.